Event description:
It was reported that, "after trailing, attached the inserter to the accolade hfx #4 stem and proceeded to impact the stem. The pa noticed two very small pieces of metal shavings that chipped away and fell into the patient, from the inserter. They completed the implanted of the stem, and then pulled out the inserter."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.